Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely stress and degradation led to component failure. Date of event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the bronchovideoscope exhibited corrosion on the suction cylinder and the biopsy channel cylinder. Additionally, the objective lens was missing adhesive. There was no patient involvement.